Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about the replacement pump, the updated software it would include, and the training available on their tandem source account. In addition, the caller received instructions on putting the old pump into storage mode and returning it through a pre-paid ups label. The caller acknowledged all instructions and was advised to use a backup therapy to maintain insulin delivery until the replacement arrived.